Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that the patella clamp was broken. The event did not happened during a surgery". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the canted coil spring deformed and detached from the device housing. Device had signs of heavy usage on its overall surface and no signs of breakage were identified. A previous investigation conducted for canted coil spring component disassembly found the patella clamp will not retain the clamp head when the canted coil spring is missing/detached. As a result, a product design enhancement was approved on may 2010 and implemented by the supplier. The current complaint sample was manufactured prior to the design implementation; however, taking in consideration the aspect and damage of the spring, potential cause can be traced to an end-of-life problem, damage consistent with repeated use and servicing (around 19 years). The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was not confirmed as the observed condition of the sp2 sigma inset patellar clamp would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code h1006 provided is not a valid finished goods lot number. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella clamp was broken. The event did not happened during a surgery.